Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before the operation, the endotracheal tube package was unpacked and the cuff could not be inflated during the pre-inflation operation. Emg tube was not used for the first time. There was no patient involved in this event.

Manufacturer narrative:
H3: the emg tube was returned in a large plastic sleeve (non-original packaging), and there were no other components returned with the tube. There was no damage noted with unaided eye in the construction of the returned tube. There was a white tape wrapped around the tube when it was returned. A syringe was used to inject 20cc of air into the cuff and the cuff was slowly deflating. The cuff was submerged under the water and the leakage was observed at the proximal end of the cuff (at the connection between the tube and the cuff). The complaint was confirmed, due to an out of specification condition. Previous codes b17, c20 and d16 are no longer applicable. B5: new information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the emg tube was used for the first time.